Event description:
It was reported that, post implant, the device was toning due to out of range impedance on the high voltage coil of the right ventricular (rv) lead. It was noted that the high voltage coil connector was out of the header of the implantable cardioverter defibrillator (ICD). The pocket was reopened and the coil was plugged back into the device header. The device and lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: ddbb1d1 ICD, implanted: (B)(6) 2015. (B)(4).